Manufacturer narrative:
The reported event, delrin ball is missing, was confirmed. The technician observed that the delrin ball was missing from the housing. Device was placed in parts retention.

Event description:
It was reported that the aseptic battery housings have delrin ball missing from the latch mechanism which can lead to potential for housing to open and expose non sterile battery to the surgical site. It was noticed during inspection, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.